Event description:
It was reported that the patient's right atrial (ra) lead dislodged, had no capture and low p wave sensing. The physician chose to explant the lead, remove tissue from the lead helix and reimplant it. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.